Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the vitrectomy probe could not cut during a procedure. The condition of the aspiration was not reported. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the customer. The customer reported there was no aspiration.